Event description:
It was reported that the intra-aortic balloon (iab) had been inserted via the femoral artery. The pt had been receiving therapy for four days, postoperative coronary surgery. The intra-aortic balloon pump (iabp) alarmed and blood was noted in the helium circuit. They also observed crystallized clots in the iab membrane. Removal of the iab was attempted, but removal via a thoracotomy was required. There was no pt death and the therapy was ended after removal of the iab. A complication noted was right leg ischemia. The iabp was a datascope cs300.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.